Manufacturer narrative:
Additional information (04-oct-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files. Quality control (qc) recovered within the customer's expected range. Hsc observed that the cause of the event is consistent with an insufficient sample delivery to the cuvettes and is sample-specific, as poor sample quality interferes with adequate sample aspiration and delivery to the cuvette. The customer is operational the device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00192 was filed on 08-sep-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient result obtained on a dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient result was obtained on a dimension vista® 500 intelligent lab system. The falsely depressed result was reported to the physician, and the result was questioned. The same sample was reprocessed on the original and on an alternate dimension vista® 500 intelligent lab system. Higher results, considered correct, were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) result.